Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5153972) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating, "I have a philips dreamstation 2 and I have had 4-6 episodes during the night where I have smelled the veneer on my nightstand heating up. Upon waking up, I checked my water level, it was over half full. I moved my CPAP device, and the nightstand top was very warm to the touch. This is a replacement device for my first CPAP was recalled due to insulation problems. Now this one has over-heating issues. This is the following information of make and model: dreamstation 2 auto CPAP advanced, serial number: (B)(6), ref. Number: dsx520h11c, mfg date: 2022-09-13. Added information: (B)(4). Reference report: mw5153973." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing smelled the veneer on my nightstand heating up. Upon waking up. This notification was opened for review for information received that a smelled the veneer on my nightstand heating up. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.